Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The same day as the onset, the patient was hospitalized and began treatment with vancomycin (weekly, dose not reported) ip and unknown antibiotics (dose and frequency not reported) IV for peritonitis. Two days later, treatment with unknown antibiotics was stopped and the patient was discharged from the hospital. Two days later, the patient was readmitted to the hospital and began treatment with unknown antibiotics (dose and frequency not reported) IV for the same peritonitis. Five days later, treatment with unknown antibiotics was stopped and the patient was discharged from the hospital. Treatment with vancomycin was ongoing and the patient was recovering from peritonitis. No additional information is available. Report 1 of 3.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers. There were no issues detected during manufacturing process. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A batch review will be performed for the potentially associated lot number(s) h13k11026 and h13l11065. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.